Event description:
An MRI technician reported that the patient needed a foot MRI and the patient stated that the system "doesn't work". Troubleshooting was unable to be performed.

Manufacturer narrative:
Continuation of d10: product ID(B)(6) lot# serial# unknown implanted: explanted: product type accessory product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported the patient did not mention the recharging issue to them only the therapy issue. The rep believes her device was charged to 90% today. No surgical plan has been decided yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: m943899a, serial#: unknown, product type: accessory. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 02-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has a lot of trouble charging. Every time she puts the recharger antenna over, she loses connection if she moves her body just a little bit. The patient talked to her healthcare provider (hcp) about it and wanted to know if it was normal. The patient described the signal going from good to excellent. If she moves her body a little, it goes from good and then stops charging right away and the charger stops blinking. It does not recognize the device, and she has to start all over because it is so sensitive. The patient said she can't be like a robot without moving for an hour. The patient said it is frustrating and she is scared to move and lose connection. The patient said the hcp tried using the equipment and it was very easy. The hcp did not indicate there was anything wrong with the ins. The patient described seeing a poor recharge quality (screen 76) screen on the controller. The patient used the controller on the call and saw a no device found screen 16. The patient then connected the recharger and de scribed seeing try again. Looking for device. Poor recharge quality. Then, it showed excellent. The patient said she was just holding the device and that she tried using the belt, but it never recognized the ins. No symptoms or further complications were reported. On (B)(6) 2019, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was going to have an MRI for their chronic back pain. This back pain was reported to not be related to the device. The patient had talked with their health care provider (hcp) to see if the implant could be programmed to simulate their back where the pain was but the hcp stated that it could not. The consumer noted that their stimulation mostly goes down their leg to address their leg pain that radiates from nerves to down the leg. The implant had not helped with back pain since implant. It was reported that the consumer had issues with charging the implant since the device was implanted. The equipment was sensitive and the consumer could not charge unless they were completely still and did not move. Due to their unrelated chronic back pain the consumer could not stay in one position for more than 20 minutes. The consumer tried the recharging belt but this made it worse. When they used the belt, the consumer kept seeing the "recharging needs attention" screen. The consumer had not notified their hcp regarding their recharging difficulty. During the call the controller found the implantable neurostimulator (ins) and showed excellent recharge quality. On the day of the call the consumer reported seeing the antenna locate (al) screen with the numbers for the first time. The ins had been depleted when they started charging that day. The patient was redirected to their health care provider (hcp) for the charging difficulty as initial review by the patient services agent indicated that the equipment seemed to be functioning as intended. It was reviewed with the consumer that their hcp could request a manufacturer representative to attend the appointment to check recharging efficacy and walk through equipment with the patient. No further complications were reported. On (B)(6) 2020, additional information was received from the patient reporting that they stopped using their ins because they were frustrated with charging. The patient stated that they called about charging problems previously. The patient got so frustrated, it was a nightmare to the point that they stopped using it and concentrated on taking medicine. It was reported that no parts had been replaced. They stopped call the manufacturer because they thought they would have to go through another surgery and they did not want that. The patient stated that they had to be completely still to charge the ins. They ended up putting their equipment away and not using it. They felt frustrated. They reported that like a month or so ago they then started having a lot of pain which was the reason why they had their device put in. They decided that they would try using their device again today, but noticed the controller was showing the ¿settings not available, cannot provide your desired intensity settings¿ screen. The patient tried both groups and they were getting the message on them both. The patient indicated that they had not had any falls or car accidents. Patient services reviewed the meaning of the screen and redirected the patient to their healthcare provider (hcp). The patient stated that they would call their healthcare provider (hcp). Patient services asked if they were able to charge and the patient confirmed yes, their ins was completely charged and the controller was completely charged as well. Additional information was received from manufacturer representative (rep) on (B)(6) 2020, again reporting that the patient had an error message of therapy unable to deliver desired settings. It was indicated that the patient also had a loss of therapeutic effect. There were no known factors to the issue. A lead issue was reported. It was reported that a connectivity check was performed showing red. The impedance check also showed variable issues based on the patient¿s position sitting vs standing. Reprogramming was attempted but the rep was not able to restore therapy. The medical doctor advised a possible lead revision for the percutaneous lead/paddle. Surgical intervention was planned but not yet scheduled.